Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requessted, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number no anomaly was found in manufacturing records and shipping inspection records no other similar report was found in the past complaint file. Product structure and mechanism of occurrence the product is designed to release the stent when the sliding part (stent sheath and cover sheath) is retracted into the intermediate shaft (non-moving part). Based on the occurrence situation, it is considered that the distal end of the sliding part of the actual device was caught on some hard object (such as a stenosis lesion). It was inferred that pushing load was applied to the actual device in that condition, causing the non-moving part (inner shaft) to move forward. Due to this, the stent was pushed out and partially exposed. Simulation test a simulation test regarding the above mechanism was conducted in the past. The inner diameter of the transparent tube was narrowed with a restraining band to trap the distal end of the sliding part of misago (current product) and the pushing load was applied to misago, resulting in the stent being exposed from the sliding part. In the above simulation test, it was observed that the sliding part was slightly retracted into the intermediate shaft (non-moving part), and the position of the distal end of the sliding part was shifted to the proximal side. Cause of occurrence/ conclusion as a possible cause of this case, the following factors were inferred. However, since the actual device was not returned, it was not possible to clarify the cause of the occurrence. The distal end of the sliding part of the actual device was caught on a hard object (such as a lesion) and a pushing load was applied. Therefore, the inner tube shaft moved forward, causing the stent to be pushed out and become exposed. During, the sliding part moved slightly toward the proximal side and became retracted inside the non-moving part. The exposed stent was caught on some hard object, causing deformation. Relevant IFU reference: preparation of the stent system 2-5 if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap. Precaution stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.) Preparation of the stent system 3-4 precaution do not advance the stent system by force if you feel any resistance during insertion. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: it was reported that the product was used to treat the right external iliac artery. The product was inserted into the lesion however, the distal side of the sliding part interfered with the lesion, making it difficult to pass through. During manipulation, the stent at the distal side was exposed and the distal end of the stent was confirmed to be deformed outside of the patient. The procedure was completed successfully. There was no harm to the patient reported.